Manufacturer narrative:
This report is being filed to provide additional information in b.5. Investigation is in process. A follow up report will be provided.

Event description:
Per the customer, the ferritin levels in this event increased from 700 to 1500, approximately. No medical intervention was required for this event.

Event description:
The customer stated that the patient did not need medical intervention, but they decided to stop the single needle procedures with the patient and will continue with the double needle procedures. Pursuant to european union general data protection regulation 2016/679 on the protection of individuals with regard to the processing of personal data and on the free movement of such data, the patient information is not available.

Manufacturer narrative:
This report is being filed to provide additional information in b.5 and h.10. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Lot number, expiry date and manufacture date are not available at this time. Investigation: per the customer, they believe the reported issue is related to the optia procedure and will reassess treatment for this patient as needed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a single needle red blood cell exchange (rbcx) procedure on a pediatric sickle cell patient, the ferritin levels increased instead of remaining stable or decreasing. It is unknown at this time if medical intervention was required for this event. Patient information and outcome are not available at this time. The disposable set is not available for return because it was discarded by the customer.

Event description:
Pursuant to european union general data protection regulation 2016/679 regarding personal data, the patient information is not available from the customer.

Manufacturer narrative:
Investigation: per the journal article 'serum ferritin level changes in children with sickle cell disease on chronic blood transfusion are nonlinear and are associated with iron load and liver injury', by adamkiewicz, thomas v. Et.al, in blood, vol. 114, no. 21, 19.11.2009, p. 4632-4638, serumferritin levels increase in inflammatory states; thus, levels can be variable over relatively short time frames. In these cases, other testing methods are required to accurately determine iron overload in patients with intermediately elevated sf levels. The customer has performed the following rbcx procedures with this patient: 2018: (B)(6) 2019: (B)(6) 2020: (B)(6) the single needle option started from the (B)(6) 2019. An optia complaint history search from two years prior to the incident date to present found no other reports of similar issues. Single-needle rbcx procedures are performed using a single-needle adapter/connector, which includes a male luer connection to the patient,a female luer connection to the inlet line, and a female luer connection to the return line. The single-needle option can be selected to convert the access to a single needle prior to patient connection or at any time during the procedure. The steps to convert the access to a single needle are the same whether this is done prior to patient connection or during the procedure. To convert to a single-needle procedure before starting the run or during the run, the operator can navigate to the options tab, touch the single-needle option button to change from "no" to "yes", touch convert access to single- needle, confirm the option to convert to single-needle access, and proceed with the procedure. The system will display the steps to attach and prime the single-needle connector. There are no other configuration changes required to run the procedure; therefore, it is unlikely that choosing the single-needle option would have an impact on post-procedure results, including patient ferritin levels. Root cause: a definitive root cause for the increased ferritin levels could not be determined. Possible causes include but are not limited to: the patient's underlying disease state, inaccurate hct counts or estimations of the replacement red cells, and/or variability in serum ferritin test results. Citation: adamkiewicz, thomas v., et al. "Serum ferritin level changes in children with sickle cell disease on chronic blood transfusion are nonlinear and are associated with iron load and liver injury." Blood, vol. 114, no. 21, 2009, pp. 4632¿4638., doi:10.1182/blood-2009-02-203323.